Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's pump was malfunctioning and he was not getting the medication he was prescribed. The pump was replaced with a new pump.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: catheter.

Event description:
Additional information from the health care professional indicated that a dye study was performed, the pump and catheter were replaced in 2010 by the managing doctor. The cause of the pump malfunction was catheter obstruction

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.